Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was hospitalized due to a blood glucose (bg) level of 589 and diabetic ketoacidosis. The customer increased their basal rate to 2 units per hour in order to attempt to resolve their bg levels prior to the hospitalization. While in the hospital, the customer was treated with syringe insulin and intravenous fluids. The customer was released from the hospital the following day.